Event description:
It was reported that the nurse called to report that the lead had high threshold that caused a high battery drain. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was pulled apart due to overstress, the outer insulation had a cosmetic depression and there was apparent explant damage.